Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella placement, the patient experienced septic shock. It was reported that, as escalation of therapy was not an option, care was withdrawn. The procedural outcome was the patient expired an hour after explant.